Event description:
It was reported that: "wrong screw were used to secure the tritanium cup." It was indicated that there was no adverse consequence to the pt.

Manufacturer narrative:
The device is not available for eval as it is still implanted. Add'l info has been requested and if provided, will be submitted in a supplemental report. Associated device reported: tritanium revision acetabular, catalog # 509-02-60f, lot# mer8yp.